Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after a few seconds, the device would not fire despite being properly assembled. There was no patient injury.

Manufacturer narrative:
"This event has been reassessed and found to be a non-MDR reportable complaint." If information is provided in the future, a supplemental report will be issued.